Manufacturer narrative:
Upon completion of the investigation, it was noted that the problem reported by the customer could not be confirmed. The device was visually inspected and a needle hole was found in the needle chamber. The valve was irrigated and no occlusion was noted. The device was also tested for programming and pressure and passed the tests. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that no fluid was passing through the valve. As a result, the device was revised.